Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from the USA stated that the device experienced "low power". The device was not being used in surgery. There was no patient or user injury reported. No additional information was provided.